Event description:
The doctor claims that the graft was used on the left femoral artery for cannulation during an open heart procedure. The cannula was connected to the heart-lung machine. When the pump was turned on, "needle" holes were noted and the graft started to leak. The pump was stopped and the aorta was cannulated for pt safety. One hour of operating room time was wasted. No further info is available at this time. Note: use of this device for cannulation (extra-anatomic usage) is out-of-indication and contrary to the precautions as stated in the instructions for use. On 8/18/2000, MFR learned that the surgeon was aware that he was using only a portion of the graft and in a manner that was out-of-indication and contrary to the instructions for use. The blood loss volume is unknown and unattainable, although it is reported as "bleeding profusely." The "wasted" hour was spent by the surgeon attempting to stop the leakages. The patient's post-operative condition is unknown and appears to be unattainable. Further info appears to be unknown and unattainable at this time.